Event description:
Date of the event is unknown. It was reported to boston scientific corporation, that a c.r.e. Esophageal/pyloric wire guided balloon dilatation catheter was used for an esophageal dilatation procedure. Per the complainant, during the procedure, the balloon ruptured. The procedure was completed with another c.r.e. Esophageal/pyloric wire guided balloon dilatation catheter. There has been no report of complications or injury to the patient due to this event. Post procedure, the patient status was good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).